Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please provide product code and lot number of the device involved we don't have the actual sutures but have some from the same batch. W1702-lot qmmbbd, v960-lot ubmmbx. 2. Please clarify how many devices was used on this single procedure at last, 2 on every case. I would suggest 48 as a conservative estimate. 3. Were there any patient consequences? Not to my knowledge. No datix repots have been filled out. 4. Provide the specific number of patient events: did the event occur during one or multiple patient procedures? Yes, over several weeks. What is the total number of procedures? No recording of incidents has been made, until a new nurse noticed the same thing happening in consecutive cases. I would suggest 3 lists per week, 3 cases per list for 4 weeks. Not every case but 75% so perhaps 24 cases. Doctors and scrub nurses could possibly give more information as they are actually in the room. I personally saw 3 sutures on one patient due to suture snapping. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Yes, but several years ago and no records available if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Not going to be possible. D4: UDI: the manufacture and expiration dates are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, our glaucoma specialists use w1702 and v960 for suturing the cornea back together after it has been cut. On both these sutures, and at different times during surgery, the thread is snapping during use, meaning we have to use more sutures and the thread also goes really curly, which makes it difficult to use properly. As I stated, it has been happening for a few weeks but nobody has kept packets or even samples of the sutures. It has happened again today. I have discussed with the consultant and 2 glaucoma fellows and they have all said the same thing has been happening to them all. In fact, surgeon tells me that we have reported this issue a few years ago and nothing came of it. We have no idea how many sutures we have had to use during their sessions. A rough guess could be 5 or 6 sutures per case instead of 2, 3 cases per list , 3 lists per week, for however many weeks. I was running last week and saw first hand the problems, but we were so busy I never thought to `save the faulty items. I am told that many of the needles come away from the suture as soon as they are picked up, with no stress or pressure on them. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Corrected information b5: d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.